Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Per the surgeon, a good portion of the staple line was formed, however a number of malformed staples were also observed, leading to unexpected challenges with hemostasis. He also noted that no tissue was in the jaws beyond the cut line and the tip was in fact visualized. Also, according to the surgeon the first firing formed a good staple line w/no issues.

Event description:
It was reported that during a laparoscopic appendectomy procedure, informed by the charge nurse that the surgeon encountered a lockout with the device. Per the charge nurse and the surgeon, the lockout occurred on the second firing while firing on the mesoappendix. Per the surgeon, the stapler fired without issue (on the second firing), indicating that a staple line was present; however, when the knife blade retracted to the proximal position the lockout occurred. It was not determined if the reverse knife blade button was utilized. The manual reverse lever was in fact utilized to get out of the lockout. Per the surgeon, there was not much of a staple line intact upon visual inspection and bleeding did occur once the jaws of the stapler were opened. An endoloop was pulled/utilized to control bleeding and the case was completed successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n5664w: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.